Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to extend the right atrial (ra) lead helix on the table for implant. The rv lead was replaced. No patient complications have been reported as a result of this event.